Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) has fractured on the medial side of the post. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured during trailing. No adverse events have been reported as a result of this malfunction.